Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display was distorted and no clinical information could be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During investigation of the device to determine root cause, the technician observed physical damages to the tft color lcd module and front enclosure consistent with mis-handling. The tft color lcd module and front enclosure were replaced to remedy the problem. Device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.